Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly.pump error 53 noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had hardware low failure after self test. Customer¿s blood glucose was 205 mg/dl. Customer stated that insulin pump had software error but customer was able to clear the alarm as well as customer was able to rewind the insulin pump. Customer stated that tubing had air bubbles and size of air bubbles was an inch or more. Customer mentioned that air bubbles was successfully removed. Insulin pump will be returned for analysis.